Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 6.9, lab: 8.0. Date: (B) (6) 2010, inratio: 1.3 (re-test). Patient went to the clinic and got venous sample within 30 minutes of testing on the meter. Patient was told to stop taking coumadin dose and test again at the lab.

Manufacturer narrative:
Investigation pending.